Event description:
It was reported that the display flickers when a sensor is connected and trying to get a reading. The values on the display are sometimes unreadable. The issue occurs even with new batteries. It was indicated that a known good sensor was also used with the same results. There is no sign of water infiltration. The device was tested by biomed. No known impact or consequence to pt.

Manufacturer narrative:
The prod has been returned to masimo for eval. When the investigation is complete, a f/u report will be submitted.